Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drugs being delivered were 1 mg/ml dilaudid at 0.3 mg/day and 260 mcg/ml fentanyl at 78.06 mcg/day. The reason for use was not reported. It was reported that approximately 7-10 days ago (prior to the report date of (B)(6) 2018), the patient was at her house where she tripped and fell on her newly implanted pain pump. The fall caused her surgical site of her pain pump to open. The wound was packed with gauze. She developed an infection in the site and the pump and catheter were removed on (B)(6) 2019. The devices would not be returned to the manufacturer as the customer discarded the product. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.